Event description:
It was reported that a spectrum pump experienced an unspecified alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom. Eval experienced a door not fully latched alarm, which corresponds with the reported symptom of unspecified alarm. Eval determined the identified symptom to be caused by a loose upper link screw. The link screws were replaced to correct this condition.